Event description:
It was reported that stent material deformation occurred. A 6x150, 130 cm eluvia drug-eluting vascular stent system was selected for the procedure to treat peripheral arterial disease (pad). The stent deployed and appeared to be shorter than expected, approximately 6x120. The procedure successfully completed using original method and device. There were no patient complications as a result of this event.

Manufacturer narrative:
Detailed product information was not provided to bsc as the account did not have the available information. Because the product lot number is unknown, we are unable to provide the complete unique identifier (UDI) #.

Event description:
It was reported that stent material deformation occurred. A 6x150, 130 cm eluvia drug-eluting vascular stent system was selected for the procedure to treat peripheral arterial disease (pad). The stent deployed and appeared to be shorter than expected, approximately 6x120. The procedure successfully completed using original method and device. There were no patient complications as a result of this event.

Manufacturer narrative:
Correction to d4: lot number and associated product details. Device eval by manufacturer: the device was not returned for analysis; however, the site provided photos and a photo of the 6x200 mustang to compare the size. No problem detected because the photos did not appear to show any deformation.